Manufacturer narrative:
PMA/510(k) # k142688. On evaluation of the returned device, it was noted that the needle was broken approximately 3.5cm from the tip. The syringe was returned with the needle. The stylet was partially out. The tip of the needle was fine and the remaining part of the needle could be advanced and retracted. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up is being submitted due to receipt and evaluation of the device. The needle was broken during the procedure. The physician used the scope elevator and that is the reason why the physician thinks the needle was broken. Fortunately, the doctor was able to see the broken needle so it could be removed. The doctor was able to finish the procedure using another product (echo-hd-3-20c).

Manufacturer narrative:
PMA/510(k) # k142688. The complaint device is awaiting return to cirl for evaluation. On return of the device a lab evaluation will be carried out and the investigation updated. The customer complaint is considered confirmed based on the customer testimony. However, as the device is awaiting return for evaluation and the conditions of device usage cannot be replicated in the laboratory it is therefore not possible to conclusively determine the root cause of this complaint. With the information provided, a document based investigation was carried out. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle was broken during the procedure. The physician used the scope elevator and that is the reason why the physician thinks the needle was broken. Fortunately, the doctor was able to see the broken needle so it could be removed. The doctor was able to finish the procedure using another product (echo-hd-3-20c).